Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had alarmed a watchdog timeout for the second time. The customer had removed the battery and battery cap because the insulin pump would not stop alarming. The customer's blood glucose level was 119 mg/dl. Troubleshooting was performed. The caller states the alarm cleared with the escape and act button. The insulin pump passed the self-test. Due to multiple occurrence of the alarm the insulin pump would be replaced. Additionally, they reported that they received an unexpected restart alarm while on the phone with technician. It was the second occurrence of the alarm. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was monitored no unexpected restart alarm and no other alarms were noted. The device was received cracked case at display window corner and cracked reservoir tube lip.